Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device system was explanted due to infection. The patient's status both before and after the procedure was not provided on the form, and no further information is expected for this event.